Event description:
It was reported that high impedance was found on the patient's vns upon performing diagnostics. The patient also experienced discomfort at the generator site and during interrogation. It was reported that the patient had fallen out of bed about 2 months ago. It was stated that the patient was referred for x-rays, but no known x-rays have been taken at this time and these have not been reviewed by the manufacturer to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's lead and generator were replaced. The explanting facility does not return explanted products per the facility¿s policies; therefore, product return is not expected. It was also noted that the patient had experienced painful stimulation in the neck prior to lead replacement. No additional or relevant information has been received to date.

Event description:
Additional information reported that the patient reports pain to the left side of the neck where the vns is placed. It was also reported that the fall resulted from a seizures, and the patient had concerns of high impedance since this fall. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.